Event description:
It was reported that the device overheated after 5 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device overheated after 5 minutes.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in great britain. The technical service report indicates: problem summary: came attached to the camera head. Repair details: coupler has been fully tested - no faults found. Camera 1588210105i: (B)(6). Probable root cause: cables. Connectors. Digital board. Power supply. Filter / fuse. Ac inlet board. Main board. Transition board. Fiber board. Intermittence between transition board and ch connector. Software. Scope. Light source. Camera head. Coupler. 1488 & 1588 extension cable. Intermittence while using rf devices . Problem toggling light source or from camera head. Connected monitors. Leaking. Use error. Poor grounding. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.